Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has fibre optic sensor failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: e1 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to replicate the issue. The unit passed all functional and safety tests, and was returned to customer.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.